Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the impedances were high, greater than 40 ,000 ohms.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient b3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient says issue started about a week ago and have been having trouble charging on and off, its been happening for about a year. When it was reviewed that pt should follow up with healthcare provider (hcp), they became upset and ended the call. The patient was redirected to their healthcare provider to further address the issue. Patient called back and mentioned they use to have the reps phone number. Patient mentioned they would like to have the rep call them. Agent asked clarifying question and patient mentioned their hcp office wanted them to call to make their own appointment with the rep. Agent reviewed role of rep and provided nas number. Patient was redirected to their hcp to further address the issue. Additional information was received from the manufacturer representative (rep) reporting the patient's physician notified her today that she (the patient) was getting an error code on her controller. The patient did not know what the error code was. Patient (while speaking with the rep) reported to the rep that she previously called mdt and someone at mdt told her that they "either went through an airport or was at a hospital". Rep states that ps or ts should have record of this, as the patient called this number and she does not believe the patient is lying. Ts reviewed call placed on (B)(6) ,(B)(6) which does not specify if or what the error code was. Rep states the patient is no longer seeing the error code and when the rep called the patient, the controller seemed to be working normally. Ts reviewed either having the patient call ps again if they see the error code or meeting with the patient. Rep states it is a 10 hour drive to meet with the patient. Rep states this started on the (B)(6) when the patient originally called this in. Ts provided rep with that case number. Additional information was received from the manufacturer representative (rep). Rep reported the purpose of the patient's call to ts was error codes. The code was settings not available. No recharging difficulty was relayed to rep by the patient. Pt scheduled to see hcp and rep on (B)(6) 2024 and hcp will be informed then. Controller sn unknown and rep does not suspect any issue with the controller. Additional information was received from the manufacturer representative (rep). Rep reported electrode 14 was oor. Rep reprogrammed the device and the issue was resolved. The information has been confirmed with the physician.